Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using an ilet system with libre 3+, with a highest glucose of 398 mg/dl confirmed by fingerstick at 393 mg/dl, associated with an 11-hour interruption of pump dosing due to lack of continuous glucose monitor (cgm) connection; the infusion set was an inset placed on the stomach, and the user later reported glucose trending down to 376 mg/dl and subsequently 80 mg/dl with a confirmatory fingerstick of 104 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, specifically an improper/incorrect procedure with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.